Manufacturer narrative:
A software investigation was initiated, which concluded that unable to determine probable cause without further information since the behavior cannot be replicated. This case may be reopened if additional information is received. Suspecting memory issue based upon the system checkout. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient age and weight will not be provided by the site. A manufacturer representative went to the site to test the equipment. It was reported that the exams were all manually deleted which resolved the reported issue. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a system being used in a spinal fusion. It was reported that after the imaging scan and the transfer of the 3d images the navigation system was stuck in "exiting mode". Both navigation and imaging were aborted causing no delay. No impact on patient outcome.